Event description:
It was reported by the rep that the device was used during an unknown procedure, the articulation knob broke off of the instrument. The case was completed by using the same device with no further problems. There was no consequence to the patient.